Manufacturer narrative:
Bayer case number: (B)(4). Intense abdominal pain [abdominal pain]. I am allergic to nickel [nickel allergy]. Heavy bleeding [bleeding genital]. Neurological disorder [neurological disorder nos]. Major fatigue [fatigue]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), allergy to metals ("I am allergic to nickel"), genital haemorrhage ("heavy bleeding"), nervous system disorder ("neurological disorder") and fatigue ("major fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, fatigue, genital haemorrhage and nervous system disorder to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments, and the foreign-body material has been removed. I am severely limited in my normal daily functioning due to the symptoms, and I suffer damages. The symptoms are severe, and I will sum them up for you: the essure coil is made of nickel; I am allergic to nickel. For years I have had unbearable, intense abdominal pain. Also, heavy bleeding and neurological disorders and major fatigue. Due to all the damage this has caused in my body, I will never function normally again. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-jul-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Intense abdominal pain, I am allergic to nickel, heavy bleeding, neurological disorder [neurological disorder nos], major fatigue. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criterion intervention required), allergy to metals ("I am allergic to nickel"), genital haemorrhage ("heavy bleeding"), nervous system disorder ("neurological disorder") and fatigue ("major fatigue"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, fatigue, genital haemorrhage and nervous system disorder to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. Since then, I have had follow-up treatments, and the foreign-body material has been removed. I am severely limited in my normal daily functioning due to the symptoms, and I suffer damages. The symptoms are severe, and I will sum them up for you: the essure coil is made of nickel; I am allergic to nickel. For years I have had unbearable, intense abdominal pain. Also, heavy bleeding and neurological disorders and major fatigue. Due to all the damage this has caused in my body, I will never function normally again. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.